Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during the second inflation, the voyager balloon ruptured at 10 atm. Reportedly, there were no pt effects. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. There are several factors that can contribute to balloon rupture such as balloon damage during manufacturing interaction with other devices, pt anatomy, lesion calcification, lesion tortuosity, or exceeding rated burst pressure (rbp). It was reported that the lesion was mildly calcified which could have contributed to the balloon rupture. However, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported balloon rupture.